Manufacturer narrative:
No product was returned; product evaluation could not be completed. Review of device history records found these units were released to distributor with no deviations or abnormalities. This device was used for treatment. The following components were reviewed for compatibility with no issues noted: stem ((B)(4)), taper ((B)(4)), head ((B)(4)), and cup ((B)(4)). Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
Revision of op notes suggested the patient was revised due to metallosis and loosening of the cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Concomitant medical product - biomet m2a taper adapter catalog#: 139268, lot#: 729220; biomet femoral stem catalog#: 103208, lot#: 394720. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-04768 / 04771).

Event description:
Patient's legal counsel reported that a left hip revision procedure has been indicated due to allegations of pin, metallosis and elevated metal ion levels. However, at this time no revision has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that a left hip revision procedure has been indicated due to allegations of pin, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient was revised approximately 9 years post-implantation due to pain. During the procedure, metallosis and loosening of the cup was noted.

Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Reported event was able to be confirmed via operative notes received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.